Event description:
It was reported that the cartridge was not fitting properly on the pump due to an o-ring on the pneumatic tap. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the caller to remove the o-ring and clean the area using an alcohol wipe or lint-free cloth. After following the instructions, the caller successfully reloaded the cartridge and resumed insulin therapy.